Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event ((B)(6) 2015) of high impedance and possible fracture were submitted via remedial action exemption report on (B)(6) 2015. Additional information was received on 2016-01-13 and this event no longer qualifies for remedial action exemption reporting and is therefore being submitted via a bimonthly regulatory report. Product event summary: the lead was not returned; however, analysis of the device memory indicated the pacing impedance was beyond the expected upper range, over-sensing due to non-physiologic signals/sic (sensing integrity counter), and unexpected delivery of a ventricular tachyarrhythmia therapy. Concomitant medical devices: 4194-78 lead , implanted: (B)(6) 2010; 1388t lead, implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance and no capture, possibly due to fracture. The patient also received inappropriate high voltage therapy due to oversensing and noise. The patient was reported to have experienced dizziness, lightheadedness and anxiety. Shock therapies were turned off. The pace/sense portion of the lead was capped and a previously capped pacing lead was reactivated to provide rv pacing and sensing function. It was later reported the lead was removed due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.